Event description:
It was reported that during a laparoscopic hysterectomy procedure, the tissue pad fell off and into the patient. Graspers were used to retrieve the tissue pad. The retrieval of the tissue pad did not altar the procedure or patient in any way. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad melted and partially detached. The issue pad was damaged, but totally complete and attached to the clamp arm. The device was connected to a test handpiece and generator and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them; and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument.